Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that customer visited emergency room due to hyperglycemia on (B)(6) 2021. Customer blood glucose level was 359 mg/dl. Customer stated that they had a headache. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.